Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughters blood glucose, carbohydrate intake and insulin history. The pod was removed and she noticed the cannula seems to be pinched at the end.